Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to difficulty charging it. No device malfunction was suspected. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.